Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the alarm information with the customer. The fse found that the pneumatic test of the device failed, the leak test failed, and the k7 k8 valve group needs to be replaced. To fix the issue the fse replaced the valve group (drive manifold) and then carried out all functional and safety inspections per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. The maquet failure analysis and testing dept. Received manifold drive with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Ran the k6, k7, k8 leak test and failed. Fat was able to verify the reported issue. This part is obsolete and cannot be sent for failure analysis. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) negative pressure of the equipment is too low. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) negative pressure of the equipment is too low. There was no patient harm reported.